Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far r-wave oversensing. This oversensing resulted in inappropriate mode switches. Programming changes were recommended but not yet completed. The patient was asymptomatic and stable.